Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced the gear pump head, pressure gauge, and rinse tubes. He checked the water/detergent levels. The investigation is ongoing.

Event description:
There was an allegation of questionable high calcium results from the cobas 6000 c501 module. For one example, the initial result was 3.82 mmol/l, and the repeat results were 2.54 mmol/l, 2.62 mmol/l, and 2.56 mmol/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.